Event description:
It was reported that laser console would not reach temperature needed by the surgeon. The procedure was cancelled but patient was already anaesthetized. The patient was woken up and informed of incident. Fault was repaired on (B)(6) 2023 (fault was with a sensor in laser). This event is being reported for a cancelled/rescheduled procedure with a patient under anesthesia or sedation unknown.